Manufacturer narrative:
Based on information provided, solventum is reporting this event as a device malfunction that has the potential to result in injury if the malfunction were to recur. The cause and timing of the damage to the dataport assembly and the foreign substance are indeterminate. Device labeling, available in print, states: in order for kci products to provide safe and proper performance: -the electrical installation of the room must comply with the appropriate electrical wiring standards. -never operate this product if it has a damaged power cord, power supply or plug. If the power cord, power supply or plug is worn or damaged, contact kci. -do not use attachments not recommended by kci. -keep the v.a.c. Freedom¿ therapy system away from heated surfaces. -although the v.a.c. Freedom¿ therapy system conforms to the standard iec 60601-1-2 in relation to the electromagnetic compatibility, all electrical equipment may produce interference. If interference is suspected, separate the equipment and contact kci. -avoid spilling fluids on any part of the v.a.c. Freedom¿ therapy unit. -liquids remaining on the electrical controls can cause corrosion that may cause the electronic components to fail. Component failures may cause the unit to operate erratically, possibly producing potential hazards to patient and staff. -if spills do occur, unplug the unit immediately and clean with an absorbent cloth. Ensure there is no moisture in or near the power connection and power supply components before reconnecting power. If the v.a.c. Freedom¿ therapy unit does not work properly, contact kci. -do not use v.a.c. Freedom¿ therapy unit while bathing/showering or where it can fall or be pulled into a tub, shower or sink. -do not reach for product that has fallen into water. Unplug the unit immediately if plugged into electrical source. Disconnect the unit from dressing and contact kci. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
On 14-may-2024, the following information was provided by the hospital nurse: the v.a.c. Freedom¿ therapy system allegedly experienced a burning smell and a flickering screen. There were no injuries sustained. On 30-oct-2023, the device was tested per quality control procedure by the solventum service center, and the unit passed the quality control checks and met specifications. On 14-may-2024, the device was placed with the patient. On 24-jul-2024, solventum quality engineering performed an evaluation of the device. External inspection of the device revealed a foreign substance and heat residue on the dataport socket. Internal inspection of the device revealed evidence of a heat event and warping on the dataport assembly wiring, proximal to the receptacle. The cause and timing of the damage and foreign substance are indeterminate and isolated to the dataport assembly.